Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty removing a statlock is confirmed; however, the exact cause is unknown. One photograph of a statlock was returned for evaluation. An initial visual observation of the photograph showed a statlock on a patient¿s skin. One side of the pad was observed to be torn slightly with a small piece apparently missing. While the pad of the statlock device was observed to be damaged, suggesting difficulty in removing the device, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the alleged difficult removal. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer the statlock is adhering to the 3m bordered dressing. Dressing took longer to remove, adding 20 minutes to the visit and multiple glove changes. No other information was received.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that, "statlock adhering to the 3m bordered dressings in facility. The previous dressing had been done externally. Nurse who completed the dressing is a cvad assessor, and definitely uses the cavilon and prep pad correctly. Customer may not be using compatible competitor dressing with our statlock."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer the statlock is adhering to the 3m bordered dressing. Dressing took longer to remove, adding 20 minutes to the visit and multiple glove changes. No other information was received.